Manufacturer narrative:
(B)(4). Conclusion code: the actual device received for evaluation. During the functional examination, the reservoir did not function (kept vacuum) and, when the reservoir was cut, its valve had its slit closed. The valve's material feels hard and deteriorated. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and drain was used. During use on the patient, "the product does the effect empty". There was no adverse patient consequence reported. Additional information has been requested.